Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. The weekly pace lead trend data shows an increase for minimum and maximum rv pace=696 to 5136 ohms peak between (B)(6) 2012 and (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited increased impedence and thresholds. The device was reprogrammed and the physician is monitoring the patient. No patient complications have been reported as a result of this event.